Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient it was heard there was a recall. The patient indicated not being "sure about taking the risk to have it replaced." Additional information was requested and received. In response to the advisory noting the potential for charge timeout events in devices near end of life, the implantable cardioverter defibrillator (ICD) will be prophylactically replaced pending agreement by the patient. No device malfunction was observed while the device was in use; however, given the potential for loss of device functionality, the ICD will be explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device was removed and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.